Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 269 mg/dl, which was treated with a bolus. No significant events leading to the alarm were observed. The customer did not know why she experienced high blood glucose levels. She also noted that she had found a low blood glucose reading in her device's graph history, which read 48 mg/dl. She stated that she had been having low blood glucose level issues over the past 3 days. She noted that she had not been feeling very well lately due to the low events. Advised replacement of the insulin pump. She declined further assistance. Nothing further reported.